Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.boneandjoint.org.UK/content/jbjsbr/93-b/8/1045.full.pdf (B)(4). Other device used: catalog #unk, unknown cpt stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient had a complication of a wound infection within 30 days of a hemiarthroplasty.

Manufacturer narrative:
The devices were not returned as they remain implanted. Device history records were not reviewed as item and lot information was not provided. The devices were used in treatment. Component compatibility is unknown. A complaint history search could not be performed due to the lack of lot numbers provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. With the information provided, a definitive root cause cannot be determined, however it is not suspected that the zimmer biomet devices caused or contributed to the patient's infection.